Event description:
It has been reported to philips that the device shows collision and failed, would not move. X-ray not available call service. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was unknown when the issue occurred. Review of the system log file showed that the malfunctioning frontal ip-pc. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not move. Xray was not available. Upon further troubleshooting action, field service engineer (fse) found frontal ippc fault. The fse replaced the frontal ippc, cleaned and reused hhd and downloaded board software and re-created image storage on both frontal ippc and lateral ippc. After replacement of ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.